Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's system was explanted due to the wound not healing.

Manufacturer narrative:
This device is no longer considered reportable.

Event description:
Additional information received indicates the wound healing was at the lead sites not at the ipg site. This device is no longer considered reportable.